Event description:
A needle stick injury occurred while the needle was being retracted with a bd insyte autoguard device. The nurse was pushing the button to retract the needle with one hand, while the other hand was securing the catheter hub. As the needle retracted it, pierced the catheter and stuck the right finger of the hand securing the catheter hub.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. Product is evaluated during the manufacturing process with variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The device history record was unable to be reviewed as the lot number was unk. (B) (4)